Event description:
It was reported that the biomed stated that the nurse sent the arctic sun device down because the patient temperature was erratic. Biomed ran a calibration and got an error 105 (non recoverable navigation error) and 80 (water check time out - unable to reach calibration temperature), the expected was 6 actual was 7.9 and was running that step again, they also asked to pull the simulator key from the service kit and grab the temperature cable to test it afterwards.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurse sent the arctic sun device down because the patient temperature was erratic. Biomed ran a calibration and got an error 105(non-recoverable navigation error) and 80(water check time out - unable to reach calibration temperature), the expected was 6 actual was 7.9 and was running that step again, they also asked to pull the simulator key from the service kit and grab the temperature cable to test it afterwards. Per follow up information received via mail on 25apr2025, they know it was a female in(B)(6) around (B)(6). Patient's temperature was fluctuating due to an inaccurate read on the artic sun and there were times they were warmer than they should have been. They were not aware of medical intervention; the device was sent to bio med. Patient completed therapy. Temperature sensing probe was not working despite changing the rectal thermometer and therefore the water temp was all over the place. Ultimately the patient was able to complete their 24 hours of therapy. They were able to troubleshoot and get it working but sent it to biomed due to the frequent error messages.

Event description:
It was reported that the biomed stated that the nurse sent the arctic sun device down because the patient temperature was erratic. Biomed ran a calibration and got an error 105 (non-recoverable navigation error) and 80 (water check time out - unable to reach calibration temperature), the expected was 6 actual was 7.9 and was running that step again, they also asked to pull the simulator key from the service kit and grab the temperature cable to test it afterwards. Per follow up information received via mail on 25apr2025, they know it was a female in 2001 around (B)(6). Patient's temperature was fluctuating due to an inaccurate read on the artic sun and there were times they were warmer than they should have been. They were not aware of medical intervention; the device was sent to bio med. Patient completed therapy. Temperature sensing probe was not working despite changing the rectal thermometer and therefore the water temp was all over the place. Ultimately the patient was able to complete their 24 hours of therapy. They were able to troubleshoot and get it working but sent it to biomed due to the frequent error messages.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.